Event description:
After removing drill leaving guide wire in place, when it was time for the surgeon to remove the guide wire, it broke off at about 1-1/2" above anchor. They tried different tools to pull out, but she could not remove it. Rep said she ended up using a high speed, diamond bur and cut the pin in half, close to the anchor itself. Then used a bone tamp to make it smooth. The piece of guide wire is still thru the anchor at that portion of the glenoid. They will be doing post-op x-rays, but have not heard back as yet. Rep did say this was the surgeon's first case with the suretac rapid delivery system. She had used suretac ii in her past cases. A 2-hr delay was experienced as a result.

Manufacturer narrative:
Device is not being returned for eval, therefore no determination could be made for the reported device failure.